Event description:
Patient developed pain in right hip, returning to clinic (B)(6) 2005. (B)(6) 2006 reportedly developed intermittent right groin pain, becoming a constant dull ache with restricted movement. Aspiration (B)(6) 2006 with no infection found. Prior to revision the surgeon reportedly suspected aseptic loosening due to fracture or avascular necrosis; subsequently confirmed as avn.

Event description:
It was reported that revision surgery was performed. The reason for the revision is unknown.